Event description:
It was reported that the revision surgery was done at (B)(6) 2018, because the cup migrated to the medial side of the acetabulum. Primary surgery was done at (B)(6) 2018. Bone ingrowth was not confirmed at surface of the removed cup.

Manufacturer narrative:
Corrected lot number. An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection of the returned device noted the following: the device shows some evidence of ingrowth on the outer surface of the shell. There is also some significant damage on the inner rim of the shell, likely due to explantation of the device. -medical records received and evaluation: no medical information was received for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the revision surgery was done at (B)(6) 2018, because the cup migrated to the medial side of the acetabulum. Primary surgery was done at (B)(6) 2018. Bone ingrowth was not confirmed at surface of the removed cup.